Manufacturer narrative:
The customer reported a "popping noise came from the analyzer". The customer also reported that "one battery exploded and the analyzer was hot". There were no allegations of patient/user harm. There were no allegations of incorrect results. The batteries were improperly inserted into the analyzer as observed with a customer provided image. Currently it is unknown whether or not the device may have malfunctioned, as the device investigation is ongoing. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported a "popping noise came from the analyzer". The customer also reported that "one battery exploded and the analyzer was hot". There were no allegations of patient/user harm. There were no allegations of incorrect results.